Manufacturer narrative:
The onset of the patient's chronic infection is reported within MFR report number 2916596-2019-03910. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted on (B)(6) 2018 with a driveline abscess and myonecrosis. Patient was treated with incision and drainage of abcess, an abdominoplasty and IV antibiotics. The patient was discharged on IV antibiotics and wound vac.